Event description:
It was reported a cardiac perforation and dissection occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross (vcc) large access solution along with a watchman trusteer access system (was) was selected for use. During the procedure, the septum was crossed in an inferior and mid position using the vcc rf wire. When the physician advanced the vcc wire, it entered the patient's aorta. The physician pulled the vcc wire back and moved it to a more posterior position. The physician proceeded with placing the 20mm watchman closure device. The patient's vitals were monitored and patient remained stable. The imaging physician monitored where the vcc wire had entered the aorta. It was noted that there was some mild intramural hematoma on the patient's aorta. Cardiothoracic surgery was consulted. They advised to get a computed tomography (CT) scan on the patient and monitor vitals. Patient was extubated and taken to get a CT scan. The cardiothoracic surgeon reviewed the patients CT scan and noted that it was an intramural hematoma on the patient's aorta, but not further intervention was needed at this time. The procedure was completed but device status was unknown.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was not returned; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037113890. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include valvular/vascular damage (dissection), hematoma, and perforation (imaging required, hospitalization). Risk review: a risk review was completed and confirmed that the events of valvular/vascular damage (dissection), hematoma, and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a cardiac perforation and dissection occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross (vcc) large access solution along with a watchman trusteer access system (was) was selected for use. During the procedure, the septum was crossed in an inferior and mid position using the vcc rf wire. When the physician advanced the vcc wire, it entered the patient's aorta. The physician pulled the vcc wire back and moved it to a more posterior position. The physician proceeded with placing the 20mm watchman closure device. The patient's vitals were monitored and patient remained stable. The imaging physician monitored where the vcc wire had entered the aorta. It was noted that there was some mild intramural hematoma on the patient's aorta. Cardiothoracic surgery was consulted. They advised to get a computed tomography (CT) scan on the patient and monitor vitals. Patient was extubated and taken to get a CT scan. The cardiothoracic surgeon reviewed the patients CT scan and noted that it was an intramural hematoma on the patient's aorta, but not further intervention was needed at this time. The procedure was completed but device status was unknown.